Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: solvent spill during manufacturing caused a distortion of the luer connector on the return line of the cobe spectra elp set that led to an air leak at that point, which was noted by the operator. In this reported event, the procedure was not initiated and there was no risk of harm to the donor. Correction: manufacturing staff were given notification of this incident in may 2017.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information.

Event description:
Patient (donor) information is unavailable from the customer due to (B)(6)'s privacy protection laws.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Manufacturer narrative:
Investigation: terumo bct (B)(4) followed up with the customer and confirmed that the patient/donor was not connected at the time of the event and noted solvent residue on the return line connector. The disposable set with the 2 to 1 manifold, white clamp and luer connector were received for investigation. Upon visual inspection, the possible solvent mark was confirmed and was located at the base of the luer below the bottom thread level. It could not be determined if the mark was due to solvent or if the part was damaged during molding. A needle luer was threaded onto the female connector but could not thread completely due to the defect in the luer. The needle was inserted into a bag with dyed saline. The saline leaked out of the luer connection and was consistent with the observations reported by the customer. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that while they were connecting the return luer to the arterial ventricular fistula (avf) needle at the end of prime for a cobe spectra procedure, they noted air 'sucking' into the system. Per the customer, they noted buildup of solvent in the luer that prevented a good luer lock. No patient was connected at the time of the event. No patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provided additional information in evaluation codes and additional MFR narrative. Root cause: based on the available evidence, the root cause for the leak in the luer connection and observation of air was due to a defective female luer connector. The root cause for the luer not sealing properly was due to excess solvent contacting the bottom interior of the luer during the manufacturing process of the kit. This created an obstruction in the threads and the luers could not connect completely.